Event description:
It was reported that during a core vitrectomy procedure the eva was not aspiring, and in some circumstances not even irrigating. No actual patient harm occurred.

Manufacturer narrative:
The product has been returned for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. With regard to this event, an eva pump module was returned for investigation. The reported issue was reproduced during functional testing of the module. In order to determine a (root) cause of this issue the pump module was sent to the supplier for further investigation.

Manufacturer narrative:
In regard to this event an eva pump module and logfiles were returned for investigation. Review of the logfiles confirmed the occurrence on an error message indicating that irrigation is not detected. Investigation of the returned pump module revealed a defective manifold valve. Due to the defective valve aspiration was not possible. The absence of aspiration was detected by the eva surgical system and an error message was displayed on the screen indicating the pump module would go into pause mode. Review of the complaint database indicated that no similar complaints have been logged on the eva pump module subject to this complaint until today. Based on the investigation results it was determined that the reported event is attributable to a random component failure of the manifold valve of the pump module. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
It was reported that during a core vitrectomy procedure the eva was not aspiring, and in some circumstances not even irrigating. No actual patient harm occurred.

Manufacturer narrative:
The product will be returned for investigation.

Event description:
It was reported that during a core vitrectomy procedure the eva was not aspiring, and in some circumstances not even irrigating. No actual patient harm occurred.